Event description:
Micropreemie with single lumen PICC [peripherally inserted central catheter] receiving medications and IV antibiotics through a medline. Medline clave was leaking and had fluid stuck in the clave where fluid should not be. Medication being administered was fluconazole and hydrocortisone before leak was discovered. Packaging for this product not saved, this is what is currently in stock room: ICU medical - 60" smallbore ext set with microclave clear, clamp, luer lock ref: mc33383, lot: 14514265.